Event description:
It was reported that the right atrial lead was noted to have varying impedance with a high impedance spike. The lead was suspected to be fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945 implantable tachy lead (B)(6) 2001. (B)(4).